Event description:
A ventilator was returned to the manufacturer for preventive maintenance. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a ventilator inoperative alarm condition was observed in the device's downloaded event log. The device's system board and display board were replaced to address the issue. Preventive maintenance was performed. The device was cleaned, and final testing was done. The device passed all testing.